Event description:
Home pt (hp) reports connecting to pt line of homechoice set before hp should have during prime, before the fluid reached the connector at the end of the line. Baxter technician assisted hp in ending treatment and restarting with new supplies. Rn reports no pt injury or medical intervention required as a result of incident.